Manufacturer narrative:
Hydraulic hose assembly.

Event description:
It was reported by svc report that the cot had a hydraulic leak in the hose assembly. No pt involvement or adverse consequences are reported.